Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-11941 2017865-2021-11942 2017865-2021-11944 it was reported that patient presented with an unspecified infection. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. No patient condition after the procedure was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.